Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold. During the device replacement procedure, the rv lead exhibited damage. Rv lead was capped/abandoned. A new rv lead implanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).